Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached around 552 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. The patient's sensor was reading at 357 mg/dl but after doing a fingerstick, the patient's blood glucose level was reading around 552 mg/dl. Symptoms reported include vomiting, nausea and chest pains. The patient was treated with insulin drip and unspecified route of administration of unspecified fluids. With the current up-to-date information, the patient is still currently hospitalized. The pod was removed at the hospital. Dexcom have been notified of the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.